Event description:
This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnoses. The report is for unknown loose screw. Could not be determine without a part number. Investigation could not be completed, no conclusion could be drawn and no device was returned. Manufacturing records could not be reviewed without a lot number. Adverse event due to required intervention.